Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion area was located in a moderately tortuous and severely calcified iliac artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured on below rated burst pressure on the second inflation. The device was simply pulled out from the patient's body. The procedure was completed with a different device. No complications were reported and patient was good post procedure.